Manufacturer narrative:
Add'l 510(k): k121629, k112119, k090140, k073374 or k061815. Summary of investigational findings: no device, imaging studies or hospital or medical records have been available consequently, based on very limited information it is not possible to comment on the ivc filter, which allegedly migrated into the super-renal and pierced the duodenum but did not go into the lumen of the duodenum. However, investigation found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, a g intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The exact root cause for the alleged filter migration and perforation of vena cava cannot be determined based on the limited information provided. Cook medical will continue to monitor for similar events.

Event description:
Description according to complainant: the celect filter migrated and a strut perforated the cava. The physician referred the patient to another facility for retrieval. Information received on (B)(6) 2015. The filter had migrated into the super-renal vein and pierced the duodenum but did not go into the lumen of the duodenum. It was noted that the filter was pretty straight inside the cava but did penetrate the cava. Patient outcome: the filter was successfully retrieved and no harm was noted to the patient.

Manufacturer narrative:
Investigation is still in progress.